Event description:
It was reported that the customer's insulin pump was making an odd noise unlike the sound that comes from the insulin pump while rewinding. Th customer stated that the noise would occur randomly for the past month during normal use of the insulin pump. The customer's blood glucose was 156 mg/dl. The customer mentioned that the insulin pump did experience moisture damage when she entered the shower with the insulin pump on for a minute. The customer did not receive any moisture on the screen and did not receive any errors or alarms when the noise occurred. The customer confirmed that the noise was the same noise that she heard when the backlight was on. Advised to monitor the insulin pump and call back immediately if the noise returned. Advised to clean the battery compartment and battery cap when changing the battery out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.